Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "when opening the package, it found that there were fm in tube."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-02. H6: investigation summary: bd received a sample and photos for investigation. The sample and photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. Additionally, the customer samples along with one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of fm was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "when opening the package, it found that there were fm in tube."